Event description:
A blood center reported to baxter fenwal cqa that during a double plateletpheresis procedure, a donor complained of tingling all over her body. Donor was given tums and saline through out the procedure, as well as blood separator pump speed was decreased. Double product procedure was not completed as donor was becoming anxious. However, a viable product was obtained. Procedure lasted 1 hour and 28 minutes. Donor told operator, towards end of procedure, that she was on new medications for osteoporosis known as fosamax. Supervisor at center looked up medications in pdr and noted that medication is meant to keep more calcium in bone and therefore can cause lowered serum calcium levels. As it is known that citrate in anticoagulants can bind with serum calcium, which is known cause for tingling sensation some donors feel with apheresis, combined with donors anxiety, operator stopped procedure. Donor was given juice and remained at facility until tingling feeling dissipated. She was released in good condition. No medical intervention was required. Donor info: 45 y/o f, 140 lbs., approx. 5 ft 1 to 2 in; regular but not frequent donor since 1986. No recorded symptomatic events of any type in her file. Donor, who hadn't donated at this facility in awhile, informed center, after donation, that her personal physician had diagnosed her with significant bone loss and put her on above mentioned medication as a result. Donor has been deferred from center's bone marrow program but not apheresis, per the reporting center supervisor. Procedure info: double plateletpheresis length: 1 hr-28 min; vol. Wb processed: 4413 ml; vol. "Acd" infused; 398 ml; wb/acd ratio: 11:1; vol. Prod obtained w/acd: 459 ml, w/o acd 399 ml; platelet product: 5.9. Approx. 975 ml of saline used during procedure. There were no issues with set up or prime, and except for the donor's symptoms, it was an uneventful donation.